Event description:
It was reported that the ventilator had alarmed for high pressure, went into a turbine stop alarm condition (tbn stop), and then went inop.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. The event trace did not contain any unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. A review of the event trace revealed multiple high pressure alarm conditions but did not contain any entries which would indicate either a tbn stop event or an inop alarm condition had occurred.